Event description:
This is a 2-month-old baby girl who was born prematurely on (B)(6) 2023 and weighs about 1216g (2lb 10.9oz) and required respiratory support after birth. Positive pressure ventilation was provided upon-delivery (ppv) and the baby was admitted to the nicu and placed on nasal cannula intermittent mandatory ventilation (ncimv). The baby developed nose bleeding on (B)(6) 2023 and she was maintained on several different modalities of oxygen delivery alternating mask CPAP and nasal prongs between (B)(6) 2023 to (B)(6) 2024, nasal assessment is conducted every 3-4 hours in collaboration with respiratory and nursing. On (B)(6) 2024, the baby was found to have a nasal septum perforation as evidence by nasal assessment with photography of injury. The baby was maintained on nasal non-invasive oxygen delivery for several weeks. Baby first developed nose bleeding on (B)(6) 2023, nasal prongs was removed and changed to mask. Nosebleed resolved and nasal prongs was initiated. Baby was found to have nasal perforation upon nasal passage assessment on (B)(6) 2024.